Manufacturer narrative:
The device was not returned for evaluation as broken distal tip was reported to remain inside the patient and the proximal segment of the catheter was discarded. Based on the customer's photo, the customer's report of ¿catheter separation/break¿ issue was confirmed. In regards to the ¿catheter resistance¿ and ¿catheter stretch¿, the customer¿s complaints could not be confirmed as the broken distal tip remains inside the patient and the proximal segment of the catheter was discarded. It is possible that the reported ¿tension felt on the catheter during retrieval¿ may have contributed to the reported issues. However, the causes for resistance, stretch and separation could not be determined. Per the instructions for use: ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record reviewed did not show any quality issues that may have contributed to the reported event.

Event description:
Medtronic received information that upon removal of the microcatheter from within the patient, the distal segment was found to be damaged and broken. Approximately 2-3cm was left within the left middle cerebral artery (mca). During an ischemic stroke case, the physician used the microcatheter and an unknown mechanical thrombectomy device to remove a clot that was located in the left middle cerebral artery(mca)/m2 territory. During retrieval of the catheter and the thrombectomy device, there was tension felt on the microcatheter. After removing the devices from the patient, it was noticed that the microcatheter was damaged on the distal end. Follow up images taken, revealed approximately 2-3cm of the catheter had broken off and was with in the mca to the ica. The broken catheter segment appeared to be significantly stretched within the vessel. Several attempts were made to retrieve the broken piece of catheter but were unsuccessful. No known injury to the patient occurred. The anatomy was normal in tortuosity. The vessel was revascularized with the 1st pass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.